Event description:
A distributor in (B)(6) reported that the power cord on an mr850 respiratory humidifier "is burned". No patient consequences were reported.

Manufacturer narrative:
(B)(4). The complaint mr850 humidifier has been returned to fisher & paykel healthcare's regional office and service centre in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported that the power cord on an mr850 respiratory humidifier "is burned." No patient consequences were reported.

Manufacturer narrative:
(B)(4). Method: the mr850 respiratory humidifier was received by fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. The power cord was visually inspected for damage and was tested for functionality. Results: the plug on the power cord was found to be discolored. There was no damage to any of the wires in the power cord and no physical damage to the plug pins. A lot check revealed no other complaints related to damaged or broken mr850 power cords for lot number 030319 (manufacture date 19 march 2003). Conclusion: the plug on the power cord was found to be discolored, however there was no other damage or evidence of burning. The root cause of the discoloration could not be determined. (B)(4).